Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced severe hypoglycemia overnight and received a partial dose of glucagon from her husband. She later self-treated as her bg remained low. A seizure was reported. No hospitalization occurred. Ilet alarms were active, but the user did not respond. A post-event bg of 401 mg/dl was reported.